Event description:
Dow corning breast implants double rupture. So far large neck mass large b cell lymphoma, breast implants to be removed (B)(6) 2024 at (B)(6) cytology to follow. Silicone, masses in spleen, right groin, and total spine covered in something, possible silicon related. Very ill. In process soon to have surgery and chemo. (B)(6) has more details. Stage 2b right now. Ref report: mw5157226.